Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted. It was noted the patient began doing push ups regularly, after that noise was noted on both the rv and shock channels. All lead measurements were normal. A revision procedure was and the connections were checked and a proper connection was confirmed. The lead was explanted. It was noted the patient was not pacter dependent and did not receive inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw marks on all terminal connectors. A cut was also noted 5 milimeters in lenth in the tri-lumen insualtion at about 20 - 20.5 centimeters from the terminal pin which analysis indicated likely occured during the explant procedure. Dried blood was noted in the lumen which likely entered through the cut. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.